Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump displayed an alarm for cassette detachment while in patient use. There was no patient injury.